Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated that a few hours into the second day of wear with this pod she developed high blood glucose levels and went to emergency room. The pod was worn for 24 to 36 hour son the hip/buttocks. Patient stated she was kept for 5 hours and treated with intravenous therapy with fluids and oral medication. Patient stated that her blood glucose went as high as 597 mg/dl. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the investigation found no problems that would contribute to the device failing to deliver insulin.